Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing worsening thoracic spine pain more to the left worse than right which radiated to the bilateral ribs despite reprogramming done. The patient underwent a procedure wherein the paddle lead was replaced.